Event description:
The user facility reported the end of the device broke off leaving a portion of the screw in the pedicle of the patient. The physician had to remove the piece with a needle holder. There was no delay in procedure. No excessive force was used on the screw. The pieces were discarded and the patient is doing fine.